Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. It is unknown when in the process this occurred. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated by a baxter service technician at the customer site. A power on self test was performed which identified the f_38 alarm. The root cause was determined to be the left force sensing resistor was out of specification. The left force sensing resistor was replaced to resolve the issue. The device was repaired and returned to the customer. If additional relevant information becomes available a supplemental report will be submitted.